Event description:
It was reported that a user connected to the ilet experienced hypoglycemia with a continuous glucose monitor (cgm) value of 42 mg/dl while hospitalized for a non¿diabetes-related condition. There was uncertainty around inpatient diabetes management and evidence of multiple back-to-back meal announcements suggestive of using meal entries as correction doses. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact reported. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem, with a usage problem identified related to improper procedure and the user interface context, specifically back-to-back meal announcements leading to insulin stacking and hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.